Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The tracheal intubation fiberscope was returned to the service center with a report of water got inside and did not display. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, eyepiece, grip and up/down plate were sticky; venting connector under grip had corrosion. There was no patient involvement.